Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 days. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the patient experienced gastrointestinal (gi) bleeding with a hemoglobin (hgb) was 7.1 g/dl. The patient had experienced epistaxis with coffee ground nasogastric tube return. It was later reported that the patient's nasogastric tube return was non-bloody. The patient received one unit of packed red blood cells (prbcs) for treatment, and the postoperative heparin infusion was discontinued. The patient's international normalized ration (inr) was reported as therapeutic. The patient had a history of diverticulitis. On (B)(6) 2016, the patient was placed on protonix after a gastroenterology consultation. On (B)(6) 2016, a fecal occult blood (foc) blood test was positive and the patient was anemic, but appeared hemodynamically stable. The patient's hgb had declined slightly. There were no signs of active hemorrhage, and it was reported that it did not appear to be an emergent indication for endoscopic evaluation. The patient's hgb remained low. The patient received a total of 7 units of prbcs from (B)(6) 2016 and had prolonged hospitalization. On (B)(6) 2016, it was reported that the patient's gi bleed resolved. No additional information was provided.

Manufacturer narrative:
Following the report of gastrointestinal bleeding, the patient remained ongoing on (B)(4) until they underwent a pump exchange on (B)(6) 2016 due to suspected pump thrombosis (covered under medwatch MFR# 2916596-2016-02244). The pump was not returned for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.